Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) ruptured within its rated burst pressure (rbp) during the initial inflation. The product was successfully removed from the patient and was replaced with a same size non-cordis bc to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The target lesion was reported to be: severely calcified and stenosed. A contralateral approach was made. Additional information received indicated that the product was discarded and will not be returned for inspection. There was no other product issue noted at the account after the procedure. There was no reported difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The catheter was not ever in an acute bend. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was unknown or no response received. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 3x40mm 155 cm saber balloon catheter (bc) ruptured within its rated burst pressure (rbp) during the initial inflation. The product was successfully removed from the patient and was replaced with a same size non-cordis bc to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The target lesion was reported to be: severely calcified and stenosed. A contralateral approach was made. There was no other product issue noted at the account after the procedure. There was no reported difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The catheter was not ever in an acute bend. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was unknown or no response received. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17328649 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified and stenosed) and procedural/handling factors (little difficulty crossing lesion) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.